Event description:
It was reported that the patients implantable pulse generator (ipg) was causing discomfort and pain. It was also noted that the ipg was not keeping a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.